Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was isolated to a broken yellow (pgnd) gel fire wire from the distribution node (dn) to the rear te-1 cable, causing the black gel fire wire to wrap around the interconnect wires. The root cause for the broken wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.